Manufacturer narrative:
(B)(4). Approximate age of device - 97 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic for routine laboratory workup and complained of not feeling well. The patient¿s urine at the time was dark tea colored. The patient was admitted for further evaluation. The patient¿s lactate dehydrogenase level was 1300 u/l and the creatinine level was elevated. The patient¿s inr was 1.8. The patient was taken to the operating room and an urgent pump exchange was performed on (B)(6) 2016. It was reported that during the initial implant on (B)(6) 2016, a large clot was removed from the left ventricle. No additional information was provided.

Manufacturer narrative:
Section d10: additional information. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A flat, non-laminated thrombus formation was also present in between the blades of the rotor. Areas of this formation were hard and denatured, indicating that it was present while the pump was operating. The deposition appeared to be similar to areas of the thrombus ring found on the inlet bearing ball and potentially originated there. The thrombus formations found in the pump could have contributed to the report of elevated lactate dehydrogenase level. Examination of the pump¿s bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event. H3 other text: placeholder.

Manufacturer narrative:
Add'l info: the pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A flat, non-laminated thrombus formation was also present in between the blades of the rotor. Areas of this formation were hard and denatured, indicating that it was present while the pump was operating. The deposition appeared to be similar to areas of the thrombus ring found on the inlet bearing ball and potentially originated there. The thrombus formations found in the pump could have contributed to the report of elevated lactate dehydrogenase level. Examination of the pump¿s bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.